Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Event date is an approximation. Reportedly, the customer lost consciousness, fell resulting in "hyperinflexion" of the knees, and emergency medical technician¿s (emts) were called. Emts treated the customer with intravenous fluids of g100 resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.